Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a high and out-of-range bipolar tip impedance on their right ventricular lead. The physician noted that the patient is a possible twiddler's syndrome patient. There were no patient symptoms noted.